Event description:
It was reported that hvb impedance readings were greater than 200 ohms after implant. When the lead was checked via analyzer, impedance was normal. Approximately one month later, the patient alert tone sounded due to hvb impedance greater than 200 ohms. The physician could not determine whether the high impedances were due to a device header issue or a lead fracture, so the device was explanted and the lead was capped. No patient complications were reported as a result of this event.

Manufacturer narrative:
Additional information and response to FDA inquiry: the following additional information was received on 09/09/09 from the facility's risk manager in response to the question "did the access line flush well prior to use?? According to the anesthesiologist who was involved the reply was: "the answer is definitely yes. The line was a central venous line that had a high flow rate as it was being used as a large volume resuscitation line in one port, and the vasoactive agents in the other port. I personally tested the line when the IV pump failed." The following additional information was received on 09/11/09. The previous month, the patient arrived to the emergency room from the dialysis center with abdominal pain, diarrhea, and fever. The patient was admitted to telemetry. The next day, the patient was transferred to the intensive care unit (ICU) with a worsening condition. The following day, the patient underwent emergent colectomy due to toxic megacolon - c. Difficile. The patient was transferred back to ICU. The patient went into ventricular tachycardia (vt) arrest with resuscitation. The next day, the family consented to a do not resuscitate (dnr) and the patient expired. A female, had a medical history of severe acute c.difficile colitis, was debilitated and from a rehabilitation center, congestive heart failure (chf), cardiorenal syndrome requiring hemodialysis. The patient has an emergent colectomy as noted above. The patient was a high risk candidate prior to surgery. The cause of death unknown, but the patient has a very large toxic megacolon with ischemia, and vt arrest with resuscitation. No autopsy was performed. An on-site visit was accepted and could be arranged per clinical engineering. The following additional information was received on 09/15/09. The manager of clinical engineering at the facility informed that the on-site evaluation of the pumps could take place on 09/24/09. It is unknown which pump was used first in the incident. The event histories for the pumps have not been downloaded. He has no knowledge about the sets used in the pumps. He states, he only received the pumps and does not have the sets the risk manager at the facility informed "meds infusing and information obtained from anesthesia record: lactated ringers norepinephrine levophed 0.4 mcg (illegible) 40 meq kcl vasopressin (illegible) and levophed drip remained during surgery albumin IV gtt adrenaline nahco3 - 25meq cacl - 500mg neosyn 200 ? 200 flagyl 500mg ? Preoperative holding." An on-site evaluation of the pump was performed 09/24/2009. Evaluation summary: the pump passed exterior inspection, self-test, keypad and panel lockout switch test, battery check, voltage sensor data, speaker and backup beeper test, phm to pumphead housing alignment test, air in line test, pump mechanism sensor check, upstream occlusion test and downstream occlusion pressure test. The reported problem was not confirmed or duplicated. Air in line and occlusion tests were within specification. There was no problem found with the pump. The software version for the pump is uim: 5.03.00 uip: 3.06.00 phm: 2.06.00. There were no fail codes found in the event history. The service history review performed on 09/02/2009 indicated that the device has been serviced one time prior to this event. The device has not been previously serviced for this reported condition of ?occluded?.

Event description:
The facility representative reported to the baxter sales representative that two (2) colleague triple channel infusion pumps being used in the same incident both "occluded" during patient use. A triple channel colleague infusion pump alarmed "occlusion" (unknown if upstream or downstream). The pump was swapped with a second triple channel colleague infusion pump and alarmed occlusion again. The facility representative believed that the infusion had never started due to the occlusion alarms. It was unknown to the facility representative which drug was to be infused. The patient was deteriorating at the time of the incident, and recovered after the incident. However, the patient expired sometime thereafter. The reported condition occurred in 2009 in the or (operating room). The customer thinks that the line (unspecified tubing) may have been occluded. The following additional information was received from risk management on 08/25/09. The female patient had a lot of morbidities. It is believed that the pump was infusing critical medications, but names are currently unknown and not listed on the incident report. Risk management at the facility is currently investigating the incident and will provide baxter with more information. The facility has sequestered the pumps involved in the incident and would like an on-site evaluation of them after the facility's investigation. It is unknown if the sets are available. The following additional information was received on 09/09/09 from the facility's risk manager in response to the question "did the access line flush well prior to use?" According to the anesthesiologist who was involved the reply was: "the answer is definitely yes. The line was a central venous line that had a high flow rate as it was being used as a large volume resuscitation line in one port, and the vasoactive agents in the other port. I personally tested the line when the IV pump failed."

Manufacturer narrative:
An on-site evaluation of the pump was offered and is pending the facility's investigation of the incident. A follow up report will be filed upon completion of the evaluation or if additional information becomes available.